Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise signals that led to false positive atrial tachy response (atr). Technical services (ts) was consulted and suspects an insulation issue. The device remains in service. No adverse patient effects were reported.